Event description:
A us distributor contacted zoll to report that a patient developed a bruise and pain under the lifevest equipment. Patient described the area as a bruise around the neck from the neck strap and neck pain, hip pain and thrown out, starting limp, groin pain, sciatic nerve pain from the weight of the monitor. There was no alleged device malfunction contributing to the bruise or pain. The patient is seeing a chiropractor for the pain. Follow up indicated that the bruise improved. The outcome of the pain is unknown.

Manufacturer narrative:
Not applicable.